Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on pcba1 especially around the battery connectors. Unable to perform the displacement test due to the critical pump error. Unit received with some cracks on the battery tube one of which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Finally the middle (enter) keypad button is cracked.

Event description:
Customer's family reported via phone call that the insulin pump had crack on the back. Customer's blood glucose level was unknown at the time of the incident. Customer stated that no physical damaged to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.